Event description:
The customer reported via medwatch report that following a cardiac catheterization the pt experienced a decrease in pulses on the right side with some tingling/pain in the right foot. The right leg was cooler than the left. There were no obvious signs of ischemia. In 2004, the pt was taken for an aorta bifemoral runoff which showed a thrombus at the distal popliteal artery. The pt then underwent an embolectomy of the right popliteal artery. A specimen was sent to pathology. No further info was provided.